Manufacturer narrative:
Investigation summary received one (1) new. List #125390490, primary plum set. As received, no damage or anomalies noted. The inline filter was leak tested per specifications and no leakage was observed. The reported complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
On an unspecified date, an ICU medical filter (unknown list number and unknown lot number) was reportedly leaking fluid over the course of the last couple of months. There was no report of any human harm.

Manufacturer narrative:
The device may be available for evaluation; however, has not been received. D4: di is not provided as both list number and lot number is unknown. G4 - PMA/510(k) # - as the product information is unknown, the 510k # is unknown; should additional information be made available, a supplemental report will be provided.